Event description:
This rv lead was implanted on (B)(6) 2004. A call to technical services on 1/20/11 states that the lead is being revised on (B)(6) 2011. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).